Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an infection reported at the ins site in 2007-caller said it was within a few months of implant procedure. Caller states the diagnosis of the infection was in fall 2007 and the ins was removed and they had to "clear the infection" and they replaced the ins. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the infection was resolved. The devices were explanted in 2007.